Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance to high values. An acute bend of the excess lead wire was found under fluoro. The reason and source of the issue was uncertain. The lead was capped and replaced. The implantable pulse generator (ipg) device was also explanted and replaced for the same uncertainty as the lead. No patient complications have been reported as a result of this event.